Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. But the DHR (device history record) and photo analysis has been requested. However, at this time, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the leak was detected on 8003138 medisorb¿ multi-absorber original, disposable during surgery. There was no health hazards have been reported to patients at this time.